Manufacturer narrative:
A review of the data disk by boston scientific technical services (ts) noted that the higher than typical shock impedance that is being observed with this device is not related to a device or lead issue and continuing to monitor was be recommended. Ts discussed to take impedance measurements while the patient is moving into various positions and with device manipulation to stress the system to confirm that no abrupt changes in impedances would be seen. Ts noted that if the impedance remains stable then this case is likely a result of patient condition issue and could be related to calcification on the shocking coil or even the device. The daily and commanded shock impedance tests use a very small amplitude signal that is very sensitive to even subtle changes in impedance. Ts noted that in this case, there was a commanded shock delivered on (B)(6) 2016. The shock was 11j and the impedance was 63 ohms which well within the normal range when the shock vector is programmed right ventricular (rv) coil to right atrial (ra) coil and device.

Event description:
Boston scientific received information that out of range shock impedance measurements were noted on this right ventricular (rv) lead. There was no change to the system. No adverse patient effects were reported. A commanded shock was delivered which showed normal shock impedance measurements. Technical analysis was requested and is pending.

Manufacturer narrative:
The system will continue to be monitored and remains implanted.